Manufacturer narrative:
(B)(4). Batch #: t5ex9y. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure, after opening the packing, the surgeon noted that the base of cartridge had irregularities, so the reload could not be installed. Changed to another device to complete the procedure. There was no patient consequence reported. No additional information could be provided.